Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirmed a part is broken of under the dial and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2021-00037958-1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while placing the journey dcf ap fem cut blk 8 onto the distal femur, a portion of the metal know broke while hammering it down. (Instruments inside the patient) the procedure was completed without delay using same device. No patient injury or other complications were reported.